Event description:
It was reported that pump displayed malfunction alarm code 8-0x208a and could not be reset, and there was no information available about customer¿s blood glucose level at the time of the event. There was no reported impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, a replacement pump was arranged within warranty, storage and return instructions were provided, and defective pump was to be returned to tandem, with no additional information available regarding customer¿s backup insulin therapy.